Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). All components were removed and replaced with a new aus. No information about the patient's outcome was provided.